Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Probably swallowed the screw - oral-b cross action brushhead [accidental device ingestion]. Swallowed the screw - oral-b cross action brushhead [exposure via ingestion]. Head of the brush head broke off / broken brush / brushes fell apart in mouth / head of the brush shot off, this time it happened while brushing [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that the head of the oral-b power oral care refills crossaction broke off. She stated that the brush head had been in use for one week with an oral-b rechargeable toothbrush, version unknown before it broke. The brush head was from a pack of 3 and the consumer stated that she had thrown them away. This was not the first time that she had used these particular brush heads. The consumer reported that the brush heads were purchased in (B)(6) and had broken while she was on vacation there. No symptoms developed. On 29-aug-2016 received consumer's follow-up email: the consumer sent in a picture of the broken oral-b power oral care refills precision clean. No further information was provided. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that again (now for the second time) one of the oral-b power oral care refills crossaction had fallen apart in her mouth. No further information was provided. On 05-jan-2017 received consumer's follow-up e-mail: the consumer reported that two weeks ago, in (B)(6) 2016, the head of the oral-b power oral care refills crossaction shot off, and this time it happened while brushing. This was the third time the head of the brush shot off: the first time was while she was on vacation and the second time was about 6 weeks ago. She stated that she probably swallowed the screw. She explained that she bought 2 packs of 3 brushes at the time and the first was completely broken; she asserted that she would not use the second pack. She stated that this was the last time she would use oral-b, despite the fact that she had already been using the products for a long time (though they were not cross action brushes). No symptoms developed. No further information was provided. On 06-jan-2017 received consumer's follow-up e-mail: the consumer reiterated that the issue concerned the cross action brushes. She was sending everything back (the two brushes that broke off and the box of new brushes). No further information was provided. On 02-feb-2017 update to case: additional review of the product picture submitted by consumer on 29-aug-2016 in this case (B)(4) indicated the suspect product was an oral-b power oral care refills crossaction. Another case for the same consumer, (B)(4), was initially reported to FDA as MFR. Report # 3000302531-2016-00493. Case (B)(4) has been determined to represent follow-up information for this case (B)(4), reported previously as MFR. Report # 3000302531-2016-00384. Therefore the two cases have been combined and retained as case (B)(4) with MFR. Report # 3000302531-2016-00384.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter stated that the product had been discarded.

Event description:
Head of the brush head broke off [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that the head of the oral-b power oral care refills cross action broke off. She stated that the brush head had been in use for one week with an oral-b rechargeable toothbrush, version unknown before it broke. The brush head was from a pack of 3 and the consumer stated that she had thrown them away. This was not the first time that she had used these particular brush heads. The consumer reported that the brush heads were purchased in france and had broken while she was on vacation there. No symptoms developed. 29-aug-2016 received consumer's follow-up email: the consumer sent in a picture of the broken oral-b power oral care refills precision clean. No further information was provided.